Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a obtryx was implanted into the patient on (B)(6) 2013. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; diff bowel; rec incont; aggrav incont. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: cortisone for the treatment of: pain treatment. Treatment duration: 4 years. On (B)(6) 2017 the patient commenced psychological medication: movox . Treatment duration: 4 years. On (B)(6) 2020 the patient commenced pain medication: ibuprofen for the treatment of: pain. Treatment duration: 1 year. The patient was treated with other (please specify).